Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed customer to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging. Customer understood and acknowledged.